Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that cartridge change errors occurred with multiple cartridges during the load sequence. Tandem technical support made follow up attempts to obtain customer's back up insulin therapy method, but was unsuccessful. Customer¿s blood glucose level was 261 mg/dl.